Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2014-05133, 05134. The patient had two leads (from the same lot) and two anchors (from the same lot). It was reported the patient had lost stimulation. Around the time the patient lost stimulation, she stopped recharging the ipg. On (B)(6) 2013, the patient underwent surgical intervention. During the procedure, the anchors were found to be fractured and the leads were damaged. As a result, the patient's scs system was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.